Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation was completed to investigate the reported event. Visual inspection revealed cuts on the heater line¿s tubing and drain line¿s tubing. Pressure testing was performed with leaks observed from all cuts located through visual inspection. Therefore, the reported condition was verified. However, the cause could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed in a peritoneal dialysis disposable during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.